Event description:
Ous MDR - on (B)(6) 2013 a revision was carried out due to dislodgement of the atrial lead. During the revision, the rv-lead also became dislodgement. Several attempts were made to retracted/extended the helix in an attempt to find a spot where the lead would appropriately capture. However, the rv-lead did not capture even at 1ov/0.4ms in the same position as at implantation, and also the screw could not be retracted. This lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin leading to conductor fracture. The subsequent destructive analysis indicated that these damages were caused by over-rotation. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.